Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there are "grey colored patches" displayed on touchscreen. During troubleshooting with tandem technical support the pump was functioning as intended. There was no patient involvement as the customer had just received the pump and had not connected to the pump for insulin therapy.